Event description:
It was reported that during an unspecified treatment procedure, balloon rupture occurred. During the procedure, inside the body, the mustang balloon ruptured circumferentially. The balloon was removed from the patient without difficulty. No patient complication has been reported. The patient's status is fine.

Event description:
It was reported that during an unspecified treatment procedure balloon rupture occurred. During the procedure, inside the body, the mustang balloon ruptured circumferentially. The balloon was removed from the patient without difficulty. No patient complication has been reported. The patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: all portions of the balloon were returned for analysis. The examination revealed that the balloon material was torn circumferentially at approximately 22mm distal to the distal end of the proximal balloon sleeve. The distal portion of the torn balloon was turned inside out over the distal tip. A kink was noted on the single lumen shaft at approximately 10mm proximal to the distal tip. A visual and tactile examination of the remainder of the shaft found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).